Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was seen in the emergency room (ER) on (B)(6) 2016, and admitted to the hospital ICU on (B)(6) 2016. Although requested by tandem technical support, the reasons for the emergency room visits and treatments received were not provided. Customer's blood glucose (bg) level was noted to be 549 (mg/dl) while in the ER prior to admission to the ICU on (B)(6) 2016. While in the ICU, customer was treated with intravenous insulin and switched to insulin injections on (B)(6) 2016. During troubleshooting and review of the pump history with tandem technical support on (B)(6) 2016, it was discovered that an auto-off alarm was declared at 3:44 am on (B)(6) 2016 and was not cleared until 8:01 am on (B)(6) 2016; however, no additional information was provided on the event. At the time of the call, bg levels were reported to be between 100-200 (mg/dl) and customer was still in the ICU. Despite multiple attempts made by tandem technical support, no additional information was provided on the reported events.